Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.

Event description:
It was reported that the insulin's gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Troubleshooting was performed and the issue was verified; however, the customer declined to reload the cartridge to address the event and continued to use the existing cartridge for insulin therapy. The customer¿s blood glucose level was 125 mg/dl.